Event description:
2 of 3 reports. Other mfg report numbers: 3013886523-2026-00035, 3006697299-2026-00014. A facility reported a codman sensor (ID 826850), a codman monitor (ID 826820) and a cerelink extension cable (ID 826845) were used to monitor intracranial pressure in a patient in intensive care unit. The system was working fine and suddenly stopped reading showing error "possible input failure". Patient required a new sensor insertion. Additional information received: date of event ¿ 5 feb 2026 if used with cerelink: was the patient lead (electrode of extension cable) always connected to the patient? Yes implant location? Sub-dural did the issue lead to any patient injury / complications or death? No what was the user doing (e.g., powering unit, zeroing sensor, setting alarm, downloading data)? Error came up shortly after implantation. What was happening with patient (e.g., transport, MRI, CT)? In ICU can you please confirm that the replacement was successful and only the sensor is defective in this case (no issue with monitor and extension cable)? Both monitor and sensor were isolated and a new monitor and sensor was used.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11 the cerelink monitor was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - this device is with new software versions for digital (3.01.07) and analog (3.00.06) boards. The device is working good without errors. Battery back door has small crack at the screw hole and needs to be replaced. Before 10 months, the li-ion battery was replaced. At this time, only functional and est testing will be performed. Root cause - there was no fault found in the monitor. A potential root cause of the reported error may have been related to inadequate sensor or cable connection.